Manufacturer narrative:
Bottle 10 (ethanol) was not in contact with the corresponding sensor for approximately seven (7) seconds at 17:30pm on (B)(6) 2017, which is not sufficient time to replace the reagent; and the properties of the corresponding reagent station were reset at 17:30pm on (B)(6)2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 10 prior to this action were: ethanol concentration=87.3%, cycles=27, cassettes=3943, days=117. A user affirmed in the instrument software that the default concentration of 100% was to be set at 17:30pm on (B)(6) 2017. Based on the information provided by the complainant, it was determined that sub-optimal tissue processing reported by the complainant is derived from the "factory 8hr xylene standard" protocol started in retort b at 17:30 on (B)(6) 2017, which comprised 228 cassettes and completed at 05:30am on (B)(6) 2017; the "factory 8hr xylene standard" protocol started in retort a at 17:02 on (B)(6) 2017, which comprised 205 cassettes and completed successfully at 04:00am on (B)(6) 2017; the "factory 8hr xylene standard" protocol started in retort b at 17:02 on (B)(6) 2017, which comprised 206 cassettes and completed successfully at 05:30am on (B)(6) 2017; the "factory 8hr xylene standard" protocol started in retort a at 15:30 on (B)(6) 2017, which comprised 128 cassettes and completed successfully at 04:00am on (B)(6) 2017; the "factory 8hr xylene standard" protocol started in retort b at 15:30 on (B)(6) 2017, which comprised 237 cassettes and completed successfully at 05:30am on (B)(6) 2017; the "reprocess" protocol started in retort a at 07:11am on (B)(6) 2017, which comprised 44 cassettes and completed successfully at 12:03pm on (B)(6) 2017; and the "factory 2hr xylene standard" protocol started in retort b at 10:06am on (B)(6) 2017, which comprised four (4) cassettes and completed successfully at 13:20 on (B)(6) 2017. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 10 (ethanol) was used in the final dehydration step of the "factory 8hr xylene standard" protocol started in retort b at 17:30 on (B)(6) 2017; the factory 8hr xylene standard" protocol started in retort a at 17:02 on (B)(6) 2017; the "factory 8hr xylene standard" protocol started in retort b at 17:02 on (B)(6) 2017; the "factory 8hr xylene standard" protocol started in retort a at 15:30 on (B)(6) 2017; and the "factory 8hr xylene standard" protocol started in retort b at 15:30 on (B)(6) 2017. Bottle 10 (ethanol) was not used for the "reprocess" protocol started in retort a at 07:11am on 05; and the "factory 2hr xylene standard" protocol started in retort b at 10:06am on (B)(6) 2017. However, water from bottle 10 (ethanol) was introduced into the reagent bottles designated for xylene and the wax in the wax chambers, which was used in the clearing and wax infiltration steps respectively. Although the user affirmed in the instrument software that the reagent concentration in bottle 10 (ethanol) was to be set to the default value of 100% at 17:30pm on 30 august 2017, the actual concentration of the reagent in bottle 10 (ethanol) remained unchanged at 87.3%, because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the seven (7) protocols, from which sub-optimal tissue processing were identified. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 17:30pm on (B)(6) 2017.the facts suggest that manual replacement of the reagent in bottle 10 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding "underprocess tissue". On (B)(4) 2017, leica biosystems melbourne received information that all the cases from which tissue samples exhibited sub-optimal tissue processing, were diagnosable. On (B)(6) 2017, the leica field support specialist (fss) attended the customer site in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented that eight (8) processing runs with a total of 1000 cassettes were affected; bottle 10 was removed from the instrument for 6023ms and the concentration was reset to the default value of 100%; and bottle 10 was used in the final dehydration step of the six (6) affected protocols and third dehydration step of one (1) affected protocol. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable in all instances, with the exception of bottle 10. The measured ethanol concentration in bottle 10 was 91% and the calculated concentration was 98%. The fss advised the customer to replace all the reagents on the instrument at the time of the event and perform an acid clean.